Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical assistance while using the ilet. This situation can result in acute metabolic decompensation requiring urgent intervention and is consistent with the reported administration of glucagon and oral glucose. No engineering log review or device data were available for this event to evaluate device performance. The cause of the hypoglycemic event could not be determined based on the available information, and no device malfunction was reported or identified. Based on available information, the event remains of unknown cause. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-mar-2026, it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose reported as low as 36 mg/dl. The user was treated with glucagon and oral glucose, and emergency medical services were called but no transport occurred. The user recovered and no long-term health effects were reported.